Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effect of atrial septal defect requiring intervention and cardiac perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report an atrial septum defect (asd) and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to the procedure, the patient was in very poor health and was resuscitated twice. As soon as the patient was stable, one clip delivery system (cds) was advanced and the clip was deployed, reducing mr to a grade of 2. However, due to high tricuspid regurgitation, the physician decided to close the atrial septum defect (asd) caused by the steerable guide catheter (sgc). The asd was successfully closed and there was no shunt from the right atrium to the left atrium. After the procedure, the patient was in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.